Manufacturer narrative:
The customer's meter was received for investigation. A general function test, an optical investigation of the housing interior, and a visual inspection was performed. There were no signs of customer mishandling and the meter performed according to specifications. The scanner in the meter is a honeywell 2d barcode scanner.

Manufacturer narrative:
Additional information was received that the surgeon had experienced temporary blurred vision. He then went to the ophthalmologist and was diagnosed with photophobia and photosensitivity. The surgeon was not prescribed any eye drops, but the ophthalmologist treated him with an unknown eye drop at the office prior to him leaving. He was then directed to rest his eyes in a dark room for the remainder of the evening.

Manufacturer narrative:
Na.

Event description:
The roche account executive reported a surgeon was affected by the light from the optical scanner of the accu-chek inform ii meter. The surgeon was sitting at a nurse's station behind the desk and a nurse was standing on the other side of the desk preparing to use the scanner on the meter. When another doctor came up behind the nurse to ask her a question, she turned to speak with the doctor with the scanner turned on. As she turned, the surgeon sitting behind the desk looked up and the scanner light hit his eyes. The surgeon temporarily lost his vision, but within 10 minutes it began to return and was blurry. Within 30 minutes on the event, his vision had returned to normal. He continued to have irritation throughout the day. The surgeon was examined by an ophthalmologist and was prescribed steroid eye drops. The next day he returned to work and was able to perform surgery. The diagnosis by the ophthalmologist was requested, but was unknown. His current condition was okay. The surgeon was wearing eye glasses during the incident. The suspect meter was requested to be returned. This product uses an optical scanner and the light intensity does not constitute risks related to exposure. The scanner is classified as 'exempt risk group' according to iec 62471 and is ul rated.